Event description:
The patient was revised because the plate broke.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records by lelocle found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated.